Event description:
The customer reported via phone call that they were unable to rewind the insulin pump. Customer stated they have attempted to rewind the insulin pump several times. It was also found the customer did not receive any alarms, but they were able to resolve the rewind issue. The customer also reported their blood glucose rose to 515 mg/dl. The customer treated their blood glucose with manual injections. Customer declined to troubleshoot for their high blood glucose. Customer also declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.